Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded several episodes of pacemaker mediated tachycardia (pmt). Programming options were discussed to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.